Manufacturer narrative:
Analysis of the pump, model#, serial(B)(4), found no significant anomalies. Analysis identified wear on the motor o-ring of gear three. The changing elective replacement indicator (eri) was determined to be expected with the provided infusion rate. The analysis interrogation print report indicated the pump delivered unknown morphine (10.3mg/ml, 40.022mg/day), naropeine (7.7mg/ml, 29.9193mg/day), and prialt (1.5mcg/ml, 5.8284mcg/day) in simple continuous mode. Analysis of the unknown ascenda catheter found the catheter body to be broken and a user related hole approximately 9cm from the sutureless connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6)2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 9.43 mg/ml at 4ml par jour, prialt 1.5 mcg/ml at an unknown daily dose, and ropivacaine (naropin) 7mg/ml at an unknown daily dose via an implantable pump for an unknown indication for use. It was reported that since a few days, the patient was not well. It was reported that the doctor thought that there was not a problem with the catheter. Then, they made a catheter¿s ¿opacification¿ and they saw that the catheter was bended. It was reported that the doctor try to unblock the catheter. It was reported that in the same time the ¿drp¿ was 8 months and after one week the ¿drp¿ was 4 months and in the same day was 3 months. It was reported that they decided to change the pump and catheter. It was reported that there were no environmental or external patient factors that may have led to or contributed to the issue. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated catheter information could not be obtained. There was no suspected issue with the pump. No further information could be obtained.